Event description:
It was reported that the 9600 system had a saturation fault error code during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board, x-ray hand control switch, and steering handle were replaced during the service call. The system was tested and found to be working as intended and put back into service.